Event description:
It was reported that during an unknown procedure, some staples were malformed. Procedure was completed with same like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.